Manufacturer narrative:
(B)(4).

Event description:
It was reported that right hip revision surgery was performed. Pain in hip, inability to exert resistance in straight or raised leg, pain when seated, pain with standing or weight bearing, pain with walking and leg length discrepancy reported.